Event description:
It was reported that the right atrial lead dislodged shortly after the implant procedure. The lead was explanted and replaced. No patient complications were reported as a result of this event.

Manufacturer narrative:
Corrected information: (B)(4). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Add'l device: 6949 implantable tachy lead (B)(6) 2006. (B)(4).

Manufacturer narrative:
Product event summary: the full lead was returned in segments, analyzed and no anomalies were found. It was noted that the outer insulation had a cosmetic cut and the visual summary noted apparent explant damage. The distal end of the lead and electrode were covered in body tissue and fibrotic tissue. The outer insulation was noted to have a cosmetic depression and a breach or cut in the insulation. Blood (not obstructed) was noted on the proximal lead conductor.